Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead started to have difficulties tracking the guidewire. The lead was replaced without further issue.